Event description:
The defibrillator was charged, in an attempt to cardiovert the pt rhythm. Reportedly, the device did not deliver defibrillator energy to the pt. This observation was based on the lack of expected pt muscular reaction and pt conversion with defibrillator discharge.